Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had scratches on the lcd screen and customer can hardly see the characters. Customer states they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The lcd display is scratched up. The user can still read and navigate the menus although the scratches do make them look a little blurry. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The left belt clip rail broke off, and the s/n label located between the belt clip rails is missing. Finally the middle keypad button is cracked.